Event description:
The rptr did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Rptr's results were 17 and 74 mg/dl. Rptr did not have any symptoms. Rptr cleans the meter and test strip holder with control solution. Control testing was not done due to unavailability of supplies. On follow-up, rptr checks the confirmation dot when testing. Rptr's technique of applying blood is accurate. No harm was alleged.